Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient was implanted with an ipg, post-operatively the company representative got the message on the programmer, "cannot connect to the generator". The company representative tried a different programmer and got the same message. Technical support confirmed the ipg was inoperable.